Event description:
Customer reportedly received the following results on the aviva meter within 10 minutes: hi (greater than 600 mg/dl), 593 mg/dl, 154 mg/dl and 146 mg/dl. No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.

Manufacturer narrative:
All strips returned by the customer had been previously dosed. Therefore, the returned strips were unable to be further tested. Testing was completed with retention product and all results were within specifications.